Event description:
Additional information received indicated the event was discovered remotely. The implantable cardioverter defibrillator (ICD) was reprogrammed, and the patient was stable post changes.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. Further information was requested but not received.